Event description:
It was reported that an ilet handheld had a cracked display, the user did not know how the damage occurred, and the screen was not viewable, consistent with a device mechanical damage issue affecting the display module. Symptoms included an inability to view the screen. Outcomes included interruption of normal device usability requiring replacement of the handheld. Investigation included customer interview and complaint handling review. Investigation of this case revealed physical damage to the display consistent with cracked or delaminated screen, with no associated device alarms or alerts reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external factors.